Event description:
The patient underwent generator replacement and the explanted device was received for analysis. Device history record was reviewed and showed that the device has the potential to be affected by laser routing. The device passed all specifications prior to distribution into the field. Product analysis for the generator was completed and approved. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications. The battery during completion of test parameter shows an ifi=no condition. The pulse generator was opened due to possible contaminates on the trimmed edge of the pcba (printed circuit board assembly). With the pulse generator case removed and the battery still attached to the pcba, the battery measured 2.959 volts (ifi range 2.74v - 2.41v), an ifi=no condition. A visual assessment on the pcba showed contaminates on the trimmed edge of the pcba. Other than the noted event (visual observation on the pcba), there were no additional performance or any other type of adverse conditions found with the pulse generator. After the trimmed edge of the circuit board (pcba) was cleaned, a postburn electrical test was performed. Results of the postburn electrical test were magnet detection normal and magnet response test failed. Based on the postburn electrical test results, the contamination that was observed on the trimmed edge of the pcba suggest probable electrical paths (resistive path) were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current conditions.